Event description:
A stryker sagittal saw was sent in for repair due to overheating during preparation for a procedure. No adverse event was associated with the device; another device was used for the procedure.

Manufacturer narrative:
During analysis, the customer's complaint was verified; the device overheated during testing. Further investigation revealed a damaged press plug, motor, bearings and other component parts. The mid speed motor was identified as the probable cause of the failure. Corrosion damage to the sag head was also noted. The damaged parts were replaced and the device was repaired and returned to the customer.